Event description:
As reported: "patient was playing football with his friends and fell making a catch. The fall caused a periprosthetic femoral fracture." Update: no treatment plan. "The fracture is distal to the tip of the femoral stem. It doesn¿t require surgical intervention to fix."

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a jts, proximal tibial replacement was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts proximal tibial replacement, which was inserted on 13aug2018. The surgeon reported periprosthetic fracture of the femur. The x-ray image provided shows a fracture line on the medial side of the femur near the tip of the stem. Therefore, the radiographic review can confirm the clinical report. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion: it was reported "patient was playing football with his friends and fell making a catch. The fall caused a periprosthetic femoral fracture [..] The fracture is distal to the tip of the femoral stem [..]". A review of the provided x ray's by clinical consultant stated the following " [..] The x-ray image provided shows a fracture line on the medial side of the femur near the tip of the stem. Therefore, the radiographic review can confirm the clinical report". The investigation concluded that periprosthetic fracture was caused by the patient fall during a game of football. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "patient was playing football with his friends and fell making a catch. The fall caused a periprosthetic femoral fracture." Update: no treatment plan. "The fracture is distal to the tip of the femoral stem. It doesn¿t require surgical intervention to fix."